Event description:
It was reported that the patient presented in clinic for follow up. Upon review, diagnostic imaging showed that the atrial lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.